Event description:
Boston scientific received information that the patient implanted with this device system reported hearing tones emitted from the device. Upon review of the device, a singular right ventricular (rv) lead pacing lead impedance of less than 200 ohms and a singular shock impedance measurement of greater than 200 ohms was observed. These measurements reportedly occurred during the same time an ablation procedure was being performed. All other lead measurements were reported to be stable and within acceptable limits. The physician elected to monitor the device system. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.